Event description:
A cracked and shattered touchscreen on a pump was reported, making it unresponsive and illegible. There was no reported impact on the customer's blood glucose level. Technical support arranged for a replacement pump and confirmed the shipping address. In the meantime, the customer used multiple daily injections as a backup for insulin delivery. The customer was instructed on how to put the pump into storage mode and return it within ten days using a prepaid label.